Event description:
A surgeon reported a patient that had corneal edema and a descemet membrane tear at the one day post laser assisted cataract surgery. The patient was referred to a cornea specialist. Additional information has been requested.

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).